Manufacturer narrative:
Integra has completed their internal investigation on june 29, 2017. Results: evaluation of returned device; the samples were visually inspected. One of the pieces of skin appeared thicker than the other. A piece from each sample was taken and the collagen layers were separated from the silicone layers. The thickness of the layers was measured using a micrometer. The collagen layers from the two samples were comparable, but one of the two samples had a thicker silicone layer (as initially determined in the visual inspection). The test results from test ¿silicone layer thickness,¿ were then reviewed for both idrt lots 105nb0352120 and 105nka352492. This test method is performed for information only, as a part of finished goods testing to determine the lot average cured silicone thickness. Three (3) devices are tested, and three (3) samples are measured per device (for a total of nine (9) thickness readings per lot). For lot 105n00352120, the lot average thickness was 0.012 inches. For lot 105nk0352492, the lot average thickness was 0.019 inches. As previously discussed in the dmr review, the operators are required to check fill weights of the dispersions poured into the lyophilizer trays (for every first tray of the shelf). All fill weights for the first trays on each shelf were reviewed and all passed the specification for fill weight. Post unloading from lyophilization, there were no rejects noted for uneven or wedge shaped sponge thickness. There were no thick/thin skin defects observed per aql inspection results documented on sop post lyophilization. Additionally, operators are required to verify uncured silicone thickness in-process. All sponges met the thickness verification range. The sop defines uneven or descending thickness of sponge from end to end > 2:1 ratio as a defect. While the doctor noticed a visual difference in the thickness of both idrt units when comparing the two, no failure occurred. Thickness does inherently vary for the coated skin products, but both lots passed all in-process and finished goods release criteria. Conclusion: the root cause was reviewed after completion of the failure analysis. It should be noted that the root cause previously concluded is still applicable after evaluating the two returned samples.

Manufacturer narrative:
Integra has completed their internal investigation on march 27, 2017. The investigation included: methods: review of device history records. Review of complaints history. Results: the failure is unconfirmed. No failure analysis could be performed as the product was used on the patient during surgery, and has not returned. DHR review: the nc/event log and batch record were reviewed for any events related to the lots of the components used to manufacture the product. Any events or ncs related to the parent dispersion lot or the reported finished goods lot of any time period was considered. No events or ncs were found for this lot or it¿s component lots related to skin visual appearance defects. Complaints history: a query of the complaint database for the timeframe of 12 months (feb 2016- feb 2017) was performed using the individual keywords: ¿skin¿ and ¿thick¿ or ¿thin¿ or ¿uneven¿. No other complaints were found. Conclusion: the root cause is likely user misinterpretation of the required thickness range for idrt. Based on the complaint background provided, review of the batch production records and trending, risk analysis, and the complaint type, it can be determined that the doctor noticed a visual difference in the thickness of both idrt sheets when compared, but based on the manufacturing process of the complaint lot, no failure occurred. Company sop defines uneven or descending thickness of sponge from end to end > 2:1 ratio as a defect. Manufacturing performs 100% visual inspection of all sponges per sop to ensure each device meets this criterion. If an out of specification thickness was identified with any device during inspection, the impacted device would be rejected. Thickness does inherently vary for the coated skin products, but the thickness of both the uncoated product and silicone is checked/documented in process and was within the acceptable range. Products are only released based on finished goods release testing and batch record criteria.

Event description:
One of 2 reports - other mfg report number: 1121308-2017-00005. It was reported a thickness issue on two idrt layers: one is thicker than and the other is thinner than usual. The customer was not able to confirm which device of the two was thicker or thinner, but when the customer compared the two devices they were both visually different in thickness. No patient injury reported and the event did not lead to surgical delay.